Event description:
It was reported that the device was used during an unknown procedure. The electrode separated from the bottom jaw. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Date of event - only month and year known, assumed 1st day of month (B)(6) 2013 that complaint was reported.